Event description:
The customer called to report a lost sensor alert. Troubleshooting was performed. Had the customer remove the sensor, and found that the cannula had broken off underneath the skin. The customer stated that he cannot see the cannula, and cannot remove it. The customer was advised to seek medical assistance if necessary. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.